Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. The devices were in vivo for approximately 3 yrs. The zmr stem fracture likely occurred at the modular junction between the stem and proximal body. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive pt activity, weight, and/or lack of proximal support are involved. The pt's height, weight, age and activity level are unk. Based on the available info, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006, and revised in 2009, due to the stem breaking.